Event description:
It was reported that a flogard infusion pump had a battery that wouldn't charge. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of battery won't charge was confirmed. The root cause of the reported condition was due to blown fuses which caused the ac plug icon not to light. To resolve the issue the fuses were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.